Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1600103 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke on the bosses when loading. Not on the patient. They used another cartridge and bosses broke again. The procedure was a lap cholecystectomy, completed successfully.

Event description:
It was reported that the clips broke on the bosses when loading. Not on the patient. They used another cartridge and bosses broke again. The procedure was a lap cholecystectomy, completed successfully.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its packaging. Two clips were remaining in the cartridge. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that one of the clips was broken in half at the hinge. The observed damage is consistent with improper loading of the clips or using a damaged applier. The appliers were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clip that was still intact in the cartridge was able to properly load into the jaws of the applier. The clip was then successfully applied to over-stressed surgical tubing. No issues were observed with the tested clip. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "clips broke while loading" was confirmed based upon the sample received. One cartridge was returned with two clips remaining in it. One of the clips was broken in half at the hinge. Upon functional inspection, the clip that was intact in the cartridge was able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed tubing. The observed damage to the broken clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.